Manufacturer narrative:
Section a3b: unknown/ asked but not available. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's left eye due to residual flipped astigmatism. The symptoms were noticed one week post -op after implantation of the lens. The lens was explanted and replaced with diu150 lens with11.0 diopter in a secondary procedure. There was no patient injury. There were 10-0 nylon sutures required. From additional information it was learnt that the diu225 lens had not contributed to the refractive issue. There was calculation issue which the patient needed another diopter and model other than what was initially implanted. There were no debilitating conditions in patient. There was no use error. The patient feels better with the replaced lens. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 5/23/2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut into 3 pieces. No issues on the lens pieces were observed. No further evaluation was performed. Conclusion no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.